Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2020-22120. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy and granuloma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and granuloma.

Event description:
Patient reported having "a lump or thickening in or near the breast or in the underarm area." Patient then reported a right side "sarcoid" and "non-caciated granulomatous inflammation." Patient additionally reported having "raynaud's phenomenon" this event is not related to the device. Patient later reported "lymph nodes are protruding from under the arms, that there has been a hard lump formation" and that breasts feel hard. Later, syneos, our contract research organization (cro), reported: "diagnosed with connective tissue disease: yes" and "wegener's granulomatosis". This record is for the right side. Device remains implanted.